Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the parents have noticed a decline of the child¿s auditory performance 2 weeks ago. A history of head trauma was denied, but a slight subcutaneous bleeding was found around the implant by the clinician. Problems of external parts have been excluded. Testing shows that the device had malfunctioned.